Event description:
Customer obtained results of 119mg/dl and 53mg/dl within 10 minutes on the accu-chek aviva system. Customer drank a glass of oj and felt better 20 minutes later. No adverse event reported. New system sent to customer and return requested.